Event description:
This customer reported that they got an internal pressure inop message.

Manufacturer narrative:
(B)(4). This customer reported that they got an internal pressure inop message. There was no report of any patient involvement. The device was evaluated at philips and the reported inop message was reproduced. Replacement of the ibp/temp module resolved the symptom.